Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device locking components, cord and component damage, the cutter could not be secured and had unintended activation/motion. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, safety assessment and air pump assessment. It was noted in the service order that the cord on the device was detached and the lock damaged during an unspecified surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).